Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 91 mg/dl, 196 mg/dl, 259 mg/dl, and 40 mg/dl when all tests were performed within 10 minutes on the compact system. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated she self-treated by drinking a (B)(6), taking glucose, and lying down. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.